Manufacturer narrative:
Tech found the bed siderail stuck in the up position. Latch pin had seized. Replaced latch and pin to resolve this issue.

Event description:
Info received alleged that the siderail would not latch, no pt impact.